Manufacturer narrative:
Section e3: occupation corrected. Manufacturer¿s investigation conclusion: the reported event of black patches and distorted text on the liquid crystal display (lcd) screen was confirmed via the submitted image. The submitted image revealed black patches in the bottom right corner and the information to be distorted and green on the lcd screen. This distortion made the information partially unreadable. The provided information indicated the system controller was exchanged and will not be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17oct2016. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the system controller was replaced on(B)(6) 2025.

Event description:
It was reported that the system controller had some distortion and blurriness with some black patches on the lcd screen. The system controller was replaced on (B)(6) 2025 and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.